Event description:
It was reported by service report that the bed scales and bed exit alarms were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell popped out of the channel.